Event description:
On (B)(6) 2013 I had the bayer essure device implanted into my tubes. I immediately began to have issues with heavy bleeding, constant bleeding (¿periods even 7-18 days), irregular periods, numerous yeast infections, constant spotting, constant discharge with and without smell, night sweats, loss of sex drive, itching on the labia, pelvic pain, pain with sex, and painful cramps. I began to have issues with acne all over my body (never had before), painful and swelling joints, swelling mouth, large amounts of my hair started falling out, insomnia, severe heartburn, numbness of the hands, feet, fingers, emotional mood swings, frequent migraines, unexplained fevers, muscle spasms, over dry skin and hair, stomach bloat and brain fog. I became unable to eat any red meat (never issues before). I had cysts on my face and body along with hives. My feet and ankles were constantly swollen, I was unable to lose weight, I constantly gained weight regardless of my activity level or eating habits. I was diagnosed with rheumatoid arthritis with no family history. I was in constant pain from 2013 until my hysterectomy on (B)(6) 2018. On (B)(6) 2018 left fallopian tube: metal medical device consistent with essure device noted embedded into the uterine wall at the left cornu. Uterus; cervix; nabothian cyst. Corpus leiomyomas; multiple sites: submucosal, intramural, subserosal size; largest is 2cm. Paratubal cyst on both fallopian tubes.